Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that there was a crack on the deaeration chamber. In addition white marks on both sides of the chamber were observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex st 100 set, an external fluid leak was observed from a crack in the exhaust chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.